Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted that the reload was pre-fired. The reload was engaged to the instrument. The knife bar was herniated from the side of the reload with the jaws unclamped. Pmv performed functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. The surgeon tried to squeeze the handle of the manual stapling handle to clamp the tissue, however, could not. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.